Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer was having issues with high blood glucose, due to blood glucose values not transmitting from the meter to the insulin pump. Customer's son stated the customer had eaten a high blood sugars dinner and she did not get insulin. At night around nine or ten customer's blood glucose was 400 or 500 mg/dl, treated and it dropped. Incident has occurred three times. First occurrence was in (B)(6). Customer's son customer blood glucose in the last occurrence was over 480 mg/dl treated and blood glucose was low. The drive support cap was reported normal. No air bubbles in the tubing. Customer's son would call back once they receive tubing clamp to perform high pressure test. No further information reported.